Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had fallen coincident with peritoneal dialysis (pd) therapy. The tubing had wrapped around the patient¿s leg and the patient fell. The patient was hospitalized for the event. Injuries sustained or treatment provided was not reported. No additional information is available.